Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no incision enlargement or sutures. Another lens was implanted.

Manufacturer narrative:
H6. Eval codes: results - (other): visual inspection of the returned product found the optic torn. Both haptics and pieces torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.